Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the psi power supply connectors, reset eprom memory settings, adjusted 5 volt power supply, reseated connectors on workstation backplane from dc distribution board, performed checkdisk of hard drive, sectors ok, reformatted hard drive, reloaded software and restored calibration files. System operates as intended.

Event description:
The customer reported the system intermittently displays a communication error. No patient injury was reported.